Event description:
Occluded teflon tips that prevent the needle tip from being inserted during cannulation, teflon tips roll up, teflon tips break. Date of occurrence was not provided, date of event in this report is the date the distributor in chile became aware. No additional information provided.